Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose with blood glucose of 371 mg/dl. The customer's other blood glucose is 196 mg/dl. The customer also mentioned other blood glucose values such as 252 mg/dl, 108 mg/dl, 277 mg/dl, 317 mg/dl, 229 mg/dl, 208 mg/dl, 71 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience the symptoms as a result of high blood glucose value. Customer treated high blood glucose with insulin injection. The insulin pump will be returned for analysis.